Manufacturer narrative:
(B)(4). When investigation is completed philips will inform the FDA.

Event description:
On the (B)(6) 2016 the customer had power issues during a stent case. Due to the power issue the table began to float toward the head end and the catheter and stent were pulled out of the arm of the patient. The stent was not far in the vessel yet. The procedure was complicated but could be finished in another room. No patient harm was reported due to this issue.

Manufacturer narrative:
A philips field service engineer(fse) troubleshot the system and found a burnt fuse in the power on circuit connection to the mpdu (main power distribution unit). The fse also found that the main breaker has been tripped in the room. The system was on a ups (uninterruptable power supply) that is supposed to prevent that the system went down. The ups was not installed by philips. After replacement of the fuse, the device worked as intended. Philips investigated this complaint and came to the following conclusion the power failure at the hospital caused the main breaker to trip in the room of the philips device. Due to the fact that the main breaker tripped the table began to float and pulled the stent and catheter out of the arm of the patient. The fact that the table becomes free floating, due to a power failure, is intended to get a patient free in an emergency situation. The fuse was replaced and the system worked as intended. No further information was available with regard to possible injury of the patient. (B)(4).